Event description:
A consumer reported that following intraocular lens (iol) implant surgery, he has double vision, residual astigmatism, and dysphotopsia which he described as lens flare streaks from any source of light entering from the side. The consumer reported the surgeon told him the strongest astigmatism correction lens was used and the result was still one diopter short. The consumer mentioned there maybe some "warpage" to his cornea, but is unsure. Additional info was received from the consumer who reported the spokes of light that appear in the periphery are very disturbing while driving at night and believes this occurs due to the reflection of light on the edge of the lens. At the consumer's request, the surgeon was not contacted.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. At the consumer's request, the surgeon was not contacted. (B)(4).